Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer, an excessive amount of moisture in the air gas module and corresponding hoses could be verified. The air gas module was replaced and returned for investigation. The received air gas module was mounted in a reference ventilator for use testing. When performing the system pre-use check, the unit did not pass the test and failed. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the filter housing of the air gas module which is the root cause of the supply pressure transducer's failure. The most probable source of the water inside an air gas module is moist air from the hospital's external compressor. According to the user´s manual maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The received device logs confirm the reported problem at 08/02/2021.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).